Event description:
Reporter had a motor vehicle accident on (B)(6) 2015 she was hospitalized and had surgery on (B)(6) 2016 to correct injury from the accident. The surgeon used the brain lab navigation system and according to report from the surgeon, there was a computer software issue that miscalculated the measurement to be drilled in the cerebral cortex. This mistake affected her vertebral artery and she has suffered enormous pain in her neck and lower back, she also experiences dizziness, it is difficult for her to rollover to her right side. The FDA recalled this device on (B)(6) 2016. Reporter believes this device malfunctioned during her surgery.